Manufacturer narrative:
Date of event is estimated. The allegation is high impedance and all leads were revised; however, it is unknown which lead had the high impedance, therefore, all potential leads are being listed. Additional leads potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch:7898876. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch:8006170. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch:7987688. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 1627487-2022-04202. It was reported the patient experienced ineffective stimulation due to high impedance. In addition, patient felt pain at the ipg site. As a result, surgical intervention took place wherein one lead and the ipg was explanted and replaced to address the issue. The investigation did not determine which lead recorded high impedances.